Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the huber needle was removed, the safety mechanism did not engage. It was stated that this is a safety issue for needle stick injury for nursing staff who are de-accessing the ivad.